Manufacturer narrative:
Update: h3, h6 corrected data: the devices were returned to the manufacturing site for inspection. Upon inspection, the reported device was not found broken but cut. As a result, the plate is considered concomitant. It did not cause or contribute to the reported event (broken plate).

Event description:
It was reported that the plates were discovered to be broken and a revision surgery was performed.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the plates were discovered to be broken and a revision surgery was performed.